Manufacturer narrative:
Study: part of an investigator-sponsored research trial, sponsored by (B)(6).

Event description:
It was reported to boston scientific corporation that during a procedure on (b)6) 2008, using a pinnacle anterior/apical pelvic floor repair kit, there was a urethral incidental laceration. According to the complainant, the injury was repaired (specifics unknown) during this procedure. Reportedly, the patient has recovered. All additional information is unknown.